Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient was getting 60% relief in the low back but would like more than that. There were no known factors that could have led to the issue. The rep reported that impedances were checked and electrode 10 was greater than 10,000 ohms. It was unknown which lead this falls on in terms of serial number as they were unable to track that. The rep reported that the cause of the high impedance was unknown. All other impedances were within normal limits. The patient didn't have an active program on that electrode. The rep reported that they were able to get more back coverage through reprogramming without using electrode 10. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause was unknown but that they programmed around the high impedance. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.